Manufacturer narrative:
The reporter of the event was asked to provide patient information, to confirmed if the device caused the reported event and return the product for analysis. To date, apollo has not received the device nor any further information about the patient. Device labeling is addressed as follows: precautions: use caution when suturing near or around foreign objects. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Use of the system is only recommended when accompanied by an overtube. Ensure that there is sufficient space for the needle to open.

Event description:
Reported as: during an endoscopic sleeve gastroplasty (esg) procedure on a patient, physician observed "pneumothorax", intervention included chest tube insertion and hospitalization. Apollo has been unable to obtain information about the patient and confirm if the device caused the reported event from the physician.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 06/08/2018.

Event description:
Follow up information: apollo endosurgery (B)(6) spoke with the treating physician, who indicated the case of pneumothorax was unrelated to any injury to the integrity of the esophagus or stomach. The physician sutured closed the fundus and had utilized room air for insufflation.